Manufacturer narrative:
Additional information received from a tandem clinical diabetes specialist indicated that the customer uses the same cartridge and infusion set for 6 days. The cds advise the customer not to do this. The t:slim user guide states to replace the cartridge every 48 hours if using humalog and 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose was not impacted. The customer declined tandem technical support's offer to troubleshoot. After delivering the remaining bolus amount, the occlusion alarm did not reoccur.